Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side chest injury, and generalized illness symptoms including chest pain, breast pain, hair loss, decline in vision, headaches, anxiety, depression, brain fog, insomnia, forgetfulness, neck & shoulder pain, back pain, allergies, rashes, hives, abdominal pain, nausea, ibs, vaginal tissue, uti,vaginal infections, mastitis on left breast, gerd, insomnia, migraines, and pvc. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 400 cc mentor memorygel breast implant on the left side and with 425 cc mentor memorygel breast implant on the right side and experienced bilateral chest injury due to motor accident trauma in (B)(6) 2019, left side breast implant rupture, left side wound infection, and generalized illness symptoms including chest pain, breast pain, hair loss, decline in vision, headaches, anxiety, depression, brain fog, insomnia, forgetfulness, neck & shoulder pain, back pain, allergies, rashes, hives, abdominal pain, nausea, ibs, vaginal tissue, uti,vaginal infections, mastitis on left breast, gerd, insomnia, migraines, and pvc. As a result, the devices were explanted on (B)(6) 2020. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On (B)(6) 2020, photo evaluation was completed. During the visual evaluation of the picture, no apparent damage or visual anomalies were observed in the product. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).